Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced elevated and low blood glucose levels due to the pump¿s alerts and reminder settings needing adjustment. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.